Event description:
Revised for infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported patient infection. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.